Manufacturer narrative:
Electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with zoll manufacturing recommendations. Upon evaluation the electrode belt was found to have out of tolerance u703, u714, and u720 components. The u703, u714, and u720 components were producing improper output. The root cause for the defective u703, u714, and u720 components could not be positively identified. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that a patient was receiving check belt messages.